Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure, a polarmap was selected. The cardiac tamponade was induced by a non-bsc right ventricular catheter, although a boston scientific device was present in the patient's body at the time of the incident. The treatment involved a blood transfusion. Upon opening the chest, it was discovered that the base of the left atrial appendage had been torn. The procedure was subsequently completed. The device is not expected to be returned due to disposal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure, a polarmap was selected. The cardiac tamponade was induced by a non-bsc right ventricular catheter, although a boston scientific device was present in the patient's body at the time of the incident. The treatment involved a blood transfusion. Upon opening the chest, it was discovered that the base of the left atrial appendage had been torn. The procedure was subsequently completed. The device is not expected to be returned due to disposal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.